Event description:
Follow up revealed that the patient's ipg was explanted and replaced, and therapy was restored post-op.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the ipg has become inoperable. Troubleshooting was attempted and confirmed that the ipg is inoperable. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Patient weight added.